Event description:
It was reported that the atrial lead exhibited noise. It was noted that the patient had fallen before the device was checked. The patient would be monitored.

Event description:
Subsequently, the patient expired on (B)(6) 2009.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.